Event description:
It was reported that the device reached recommended replacement time early probably due to high pacing threshold on the competitor left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1888tc competitor implantable pacing lead (B)(6) 2007; 7020 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.